Event description:
It was reported the insulin pump alarmed failed battery test after inserting a new battery. Customer took the battery and reinserted it and now it seems to be working fine. Customer noticed the battery tube thread was braking. Troubleshooting was done for cosmetic damage and device is being returned. Troubleshooting for failed battery was not finished due to cosmetic damage. Blood glucose was 5.6 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. The insulin pump was also received with a corroded battery cap contact, a broken battery cap, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic